Event description:
The customer reported a single nonreproducible, lower than expected vitros phyt patient sample result was obtained using vitros phyt slides on a vitros 5600 integrated system. Vitros result <3.0 ug/ml vs. The expected result of 8.02 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported from the laboratory; however, it was questioned by the pharmacist and a corrected report was later released. There was no allegation of harm reported as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a single nonreproducible, lower than expected vitros phyt patient sample result was obtained using vitros phyt slides on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause; however user error due to improper pre-analytical fluid handling or an unexpected instrument error cannot be ruled out as contributing factors. There was no indication that a vitros phyt reagent issue had contributed to the event.